Event description:
It was reported that a 980 ventilator battery does not charge. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution board printed circuit board (pcb) and the power controller pcb. The se performed extended self-testing on the device and all tests passed.